Event description:
There was no patient involved in this event. This device malfunctioned because the device status indicator is flashing constantly. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2012. Investigation confirmed a fault with the membrane. This caused the device status indicator to flash constantly. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.